Event description:
At approximately 12:40 a.m., the monitor watcher looked at monitor and noted that a patients heart rate was at 27. The rhythm slowed to asystole. The alarm did not go on until approximately 1.5 screens of asystole. It did not record. The alarms had been checked and set at midnight. The patient arrested and is in the critical care unitdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-93. Service provided by: manufacturer. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.